Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device with number 6970489, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 500cc mentor memorygel breast implant (left) and a 550cc mentor memorygel breast implant (right) experienced several unexplained systemic symptoms post procedure. Autoimmune issues, weight gain, numbness in arms and shoulders, inflammation, headaches, memory loss, brain fog, anxiety, joint pain, insomnia, loss of concentrating, hair loss, difficulty swallowing, food intolerance, and fatigue were all noted. The root cause of the patient¿s symptoms is unclear. The patient did receive a medical diagnosis for left sided baker grade iii capsular contracture with suspected rupture and accompanying left breast pain. As a result, an explant was performed on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-25731 for contralateral prosthesis report.